Event description:
It was reported that the insulin pump had an unresponsive keypad. It was also stated that they received a low predict alarm. The blood glucose reading was 137 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no up arrow button response due to an unlocked keypad connector. The insulin pump was also received with a cracked case at a display window corner, a cracked reservoir tube lip, scratched keypad overlay and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.